Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. The displacement test functioning properly. Motor passed motor test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she had been through x-rays about 15 times with the device. Customer's blood glucose was 600 mg/dl. Customer had also experienced low blood glucose. Customer did not trust the device. Customer agreed to return the device for analysis.